Event description:
A report was received that the patient experienced pain at the pocket site. The patient underwent a revision procedure where the ipg was moved from the flank to the abdomen. The patient is doing well post operatively.